Event description:
On (B)(6) 2026, while cas was onsite for surgery support, doctor ((B)(6)) reported a capsular tear for procedure ID# (B)(6).

Manufacturer narrative:
Review of procedure #(B)(6) shows decentered docking and abrupt eye movement between frames 6-8. Sudden patient movement could cause or contribute to the reported capuslar tear. It is recommended that proper docking technique be reviewed with the user. It is also recommended that treatment pause and abort be reviewed with the user. System functioned as designed. Patient is doing well post op. No further clinical follow-up required.